Event description:
An adolescent male had fractured the right fifth metacarpal shaft by hitting a metal security door. The patient was brought to surgery for a closed reduction percutaneous pinning and possible open reduction internal fixation of his fracture on his 5th metacarpal. Towards the start of the procedure, the 4.0" x .045" k-wire was driven retrograde through the metacarpal head. At the junction of the fracture there was a sudden loss of tension. Intra-operative fluoroscopy revealed the pin had broken intramedullarly with a 2 cm piece sitting in the distal fracture fragment. The surgeon decided to proceed with an open reduction internal fixation to retrieve the piece. Another plastic surgeon came in to the or to assist with retrieving the k-wire. They were able to take the k-wire out and the patient received 2 new wires to stabilize the fracture.